Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the product, could not be returned for evaluation. The clinical/medical investigation concluded that, based on the information provided, the reported, ¿adhesive tape allergy¿/dermatitis contact with unspecified adhesive tape was ¿considered to be possibly related¿ to the reported irritation; was considered to be possibly related to the use of the smith and nephew¿s IV 3000 dressing. However, the continuous subcutaneous remodulin infusion is also a possible contributing factors to the reported event as the remodulin product & consumer information sheet list site reactions (i.e., pain, erythema, induration/swelling and rash) as known adverse events. Actions reported with IV remodulin dose was the dose was not changed due to the events of device related bacteremia, syncope, dermatitis contact, injection site vesicles, injection site erosion, and injection site bruising. Per the report, to address this event, an alternative dressing was used to decrease skin reactivity, with the addition of omalizumab. According to the report, the outcome of malaise, syncope and the device related bacteremia was reported resolved on an unreported date in (B)(6) 2024. The outcome of infusion site pain was resolved. However, the outcome of infusion site infection, infusion site discomfort, dermatitis contact, injection site vesicles, injection site erosion, injection site bruising was not resolved. Further impact to the patient beyond the reported ¿dermatitis contact¿ and associated symptoms of ¿dermatitis contact¿ along with any provided interventions could not be determined as no further information is reportedly available. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, prior actions and sterilization records review could not be performed. A review of the instructions for use documents for iv3000 revealed in the precautions, to discontinue use if reddening or sensitization occurs. A review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. Factors that could contribute to the reported event include an adverse skin reaction to the product materials, loss of sterility during treatment, patient condition and/or patient medical history. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, on (B)(6) 2023, a patient began therapy with sq remodulin delivered via a remunity pump to treat secondary pulmonary arterial hypertension. On (B)(6) 2024, the patient was hospitalized and transitioned from sq remodulin to IV remodulin due to the sq site having pus oozing out (infusion site discharge and purulent discharge) and staying wet. The patient was discharged on (B)(6) 2024. Following this, during treatment using opsite 3000 dressings under the central line, the patient developed a significant allergy to the adhesive (contact dermatitis). On an unspecified date in 2024, the patient experienced severe skin breakdown around the central line site, including blistering, dark bruising, and erosion. The patient was admitted to the hospital on (B)(6) 2024 due to a severe reaction at the IV remodulin cvl site (contact dermatitis), which led to a cvl infection and bacteremia. The patient was treated with an appropriate antibiotic regimen and the previous central line was removed and replaced once blood cultures cleared in 3 days. The patient was discharged on (B)(6) 2024 from the hospital. It was mentioned that the events of injection site vesicles, injection site erosion, and injection site bruising were subsumed under the event of contact dermatitis, as it was confirmed that the patient had skin breakdown around her central line due to allergy to the adhesive. It was also mentioned that due to the severe skin reaction to the adhesive the patient required frequent dressing changes, which likely contributed to an increased risk of infusion site infections. To address this event, an alternative dressing was used to decrease skin reactivity, with the addition of omalizumab. The reporter¿s causality for the event of contact dermatitis with opsite 3000 was considered possibly related. Further information is not available.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). D11: concomitant medical products and therapy dates. Suspect medication #1: 0.028 g/kg, continuing (self fill with 2.2 ml/cassette; rate 24 mcl/hr), subcutaneous use. Suspect medication #2: 0.034 g/kg, continuing, IV drip. Suspect medication #3: chlorhexidine gluconate (chlorhexidine gluconate). Others: 1) vitamin d2 (ergocalciferol). 2) prednisone (prednisone). 3)pilocarpine hcl (pilocarpine hydrochloride). 4) leflunomide (leflunomide). 5) sodium chloride (sodium chloride). 6) adcirca (tadalafil). 7) lasix (furosemide). 8) ketamine hcl (ketamine hydrochloride). 9) lecithin (glycine max extract). 10) potassium (potassium). 11) eliquis (apixaban). 12) albuterol sulfate hfa (salbutamol sulfate). 13) opsumit (macitentan). 14) clonidine (clonidine). 15) ketoprofen (ketoprofen). 16) lidocaine hcl (lidocaine hydrochloride). 17) amitriptyline hcl (amitriptyline hydrochloride). 18) gabapentin (gabapentin). 19) poloxamer (poloxamer) gel. 20) spironolactone and hydrochlorothiazide (hydrochlorothiazide, spironolactone). 21) losartan potassium (losartan potassium). 22) cevimeline hcl (cevimeline hcl). 23) xolair (omalizumab). 24) merrem (meropenem trihydrate). 25) vancomycin (vancomycin hydrochloride). 26) vitamin d3 (colecalciferol). 27) iron (ferrous sulfate).